Event description:
It was reported by the clinician that the patient's atrial lead threshold increased and was high. It was also reported the atrial output on the device was high. Technical services provided an estimate of the device longevity to the clinician. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.